Manufacturer narrative:
(B)(4). G2: foreign - event occurred in france. The device will not be returned for analysis, as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty approximately 1 year ago. The patient states continuous pain on the medial side of the knee. Attempts have been made, and no further information has been provided.

Event description:
It was reported that the patient underwent an initial knee arthroplasty approximately 1 year ago. The patient states continuous pain on the medial side of the knee. The patient reported that she will be undergoing a revision due to a nickel allergy.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10; h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.